Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block. The pneumatic block was replaced to resolve this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident.